Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) level reaching 50 mg/dl. Reportedly, the pump settings needed to be adjusted. Tandem technical support guided the customer through adjusting the pump carbohydrate ratio. Customer addressed low bg levels with soda. At the time of the report, customer's bg level was 107 mg/dl.